Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No low battery alert noted during testing. Pump error 63 alarm confirmed in the pump history due to broken keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure. The customer's blood glucose level was 7.9 mmol/l. The customer was advised the insulin pump has to be replaced and revert to backup plan per healthcare provider's instruction. The insulin pump will be returned for analysis.